Event description:
It was reported that difficulty removing the catheter occurred. The 90% stenosed target lesion was located in the mildly tortuous and moderately calcified right popliteal artery and superficial femoral artery. A 4.00mm/1.5cm/140cm small peripheral cutting balloon flextome monorail was selected and advanced to treat the target lesion. During procedure, dilatation was performed at the right popliteal artery and superficial femoral artery with this device. Removal of the cutting balloon was then attempted by the physician; however, the device got stuck at the insertion area of the guiding sheath. The physician attempted several times but was unable to remove the device. The device was removed together with the sheath. The procedure was completed with a non bsc device. No patient complications were reported and the patient¿s status is good.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Event description:
It was reported that difficulty removing the catheter occurred. The 90% stenosed target lesion was located in the mildly tortuous and moderately calcified right popliteal artery and superficial femoral artery. A 4.00mm/1.5cm/140cm small peripheral cutting balloon¿ flextome monorail was selected and advanced to treat the target lesion. During procedure, dilatation was performed at the right popliteal artery and superficial femoral artery with this device. Removal of the cutting balloon was then attempted by the physician; however, the device got stuck at the insertion area of the guiding sheath. The physician attempted several times but was unable to remove the device. The device was removed together with the sheath. The procedure was completed with a non bsc device. No patient complications were reported and the patient¿s status is good.

Manufacturer narrative:
Device evaluated by manufacturer: device was returned for analysis. The cutting balloon catheter was returned with the tuohy connector and guide catheter. The distal end of the cutting balloon was protruding from the distal end of the guide catheter. There was solidified blood present on the balloon and guide catheter. An attempt was made to remove the cutting balloon from the guide catheter, however this was unsuccessful. Subsequently the catheter was removed distally from the guide catheter with no resistance. A visual examination did not identify any defects. However the balloon was inflated which identified a leak. A microscopic examination confirmed a balloon pinhole in the mid balloon body. The balloon was deflated and removed through the guide catheter with no resistance. No further issues were noted. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).